Manufacturer narrative:
Attempts were made to obtain complete event and patient information. Further information was requested but not recieved.

Event description:
It was reported that the patient had their ipg repositioned on (B)(6) 2023 for an unknown reason. No company representatives were present at the procedure and no additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.